Event description:
Per the clinic, the patient experienced loss of connection to the internal device, and the issue could not be resolved. After review of clinical symptoms, it was concluded that this represents a device failure. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery this report is filed (B)(4) 2013